Event description:
Following angioplasty, the stent was uneventfully placed across 81% stenosed right middle cerebral artery lesion. Three hours post procedure, imaging revealed a hemorrhage at the right parietal lobe. The hemorrhage did not result in a new stroke and there was no change to the patients' existing neurological condition. The adverse event was resolved with no residual effect without additional treatment. The physician stated that the reported hemorrhage related to the subject device and to the procedure.

Manufacturer narrative:
The device remained implanted.

Event description:
Following angioplasty, the stent was uneventfully placed across 81% stenosed right middle cerebral artery lesion. Three hours post procedure, imaging revealed a hemorrhage at the right parietal lobe. The hemorrhage did not result in a new stroke and there was no change to the patients' existing neurological condition. The adverse event was resolved with no residual effect without additional treatment. The physician stated that the reported hemorrhage related to the subject device and to the procedure.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The device remains implanted and was not available for analysis. From the information provided there was no indication that the device was not used as in accordance with the labeling or that this caused or contributed to the reported event. Hemorrhage is a known and anticipated complication to these types of procedures and is noted in the labeling. Therefore, it was determined that the reported event was an anticipated procedural complication.